Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the ultrasound gastrovideoscope exhibited a damaged acoustic lens with a deep cut on the pink probe coating. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6, and h11 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged objective lens was attributed to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.